Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the finger switch was broken. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system event logs and saw error 23031 pointing to the master tool manipulator (mtm) right. The surgeon was not able to continue using the surgeon side console (ssc). The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site on 7-jun-2022 and obtained the following additional information: system functionality was checked upon powering on the system. The system initially powered on without errors.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator (mtm) . The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the mtm and completed the evaluation. The reported failure was able to be reproduced during calibration. The failure was noted to be due to a component failure. No images or videos were shared for the event. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed error 23031 pointing to the right mtm. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for a partial nephrectomy procedure. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to a damaged mtm. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.